Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The report of microbial contamination was not confirmed by service, but is likely to have occurred as microbiological testing failed per the customer. In addition, service found that the insulation resistance value at the distal end did not meet standard value due to a chip on the distal end cover, angulation in the up direction did not meet standard value due to wear of the angle wire, the adhesive around the light guide lens was worn, the adhesive on the bending section cover was worn, the connecting tube had a dent, the universal cord was wrinkled, and the mouthpiece was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, there was positive growth on the channels. Each channel was tested individually and the auxiliary water channel tested positive for greater than one hundred colony forming units (cfus) of klebsiella pneumoniae. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-tested after reprocessing, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.